Manufacturer narrative:
H6: investigation summary : in response to the event reported a device history review was conducted for lot number 2263943. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima ii¿ IV catheter there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to bronchopneumonia. After the examination, the doctor gave intravenous infusion of drugs, and the nurse followed the doctor's order. After the indwelling needle was inserted for the patient, it was found that the indwelling needle could not be infused normally. The tube was flushed according to the normal operation, and the infusion was still not normal. So it was decided to replace the indwelling needle. When the indwelling needle was pulled out, the patient complained that there was obvious skin pain when the needle tip was pulled out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima ii¿ IV catheter there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient was admitted to the hospital due to bronchopneumonia. After the examination, the doctor gave intravenous infusion of drugs, and the nurse followed the doctor's order. After the indwelling needle was inserted for the patient, it was found that the indwelling needle could not be infused normally. The tube was flushed according to the normal operation, and the infusion was still not normal. So it was decided to replace the indwelling needle. When the indwelling needle was pulled out, the patient complained that there was obvious skin pain when the needle tip was pulled out.